Event description:
It was reported the patient had a loss of therapeutic effect and they were shaking really bad the morning of this report. The patient was trying to recharge because they did not have any battery left in the implantable neurostimulator (ins) and the ins had turned off. When trying to charge the ins, the patient sometimes did not have any coupling. Sometimes if the patient wiggled the wires, they were able to get a couple of coupling bars. The coupling problem started the day of this report. After adjusting the antenna dial, the patient was able to get two coupling boxes. The patient used the antenna locate feature and they were able to get all eight coupling bars filled in. The coupling problem was still persisting and the coupling kept going down to two boxes, then four boxes, and then it shuts off. The ins battery was not incrementing. The antenna was kept in the same spot when the coupling moved down. The recharger antenna cable was damaged and frayed. The patient had contacted their healthcare professional, but they had not heard back. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant products: product ID: 37791, product type: recharger. Product ID: 3387s-40, lot# v090726, implanted: (B)(6) 2008, product type: lead. Product ID: 7436, serial# (B)(4), product type: programmer, patient. Product ID: 3387s-40, lot# v084499, implanted: (B)(6) 2008, product type: lead. Product ID: 64002, lot# n349860, implanted: (B)(6) 2012, product type: adapter. Product ID: 7482a51, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID: 7482a51, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient was confusing coupling bars with the implantable neurostimulator (ins) charge level. There was a return of symptoms, specifically shaking. The patient had been charging for an hour and did not remember how to check the ins. She was not sure if the implantable neurostimulator recharger (insr) was working correctly. The friends/family of the patient were able to use the programmer and verify that stim was showing as low. They put the insr over the ins and saw an active charging screen with all coupling boxes. It was verified that the 1st 1/4 of the ins was flashing, indicating the ins was very low. The friends/family of the patient would continue to monitor charging and verified they could turn stim back on. Also, back around memorial day, the patient was getting shaky and had memory issues. The memory issues were getting increasingly worse. The patient did have some dementia issues as well, so it was not sure if it was just him or a return of symptoms. They also had problems with the insr. The manufacturing representative (rep) told her to call and have the antenna replaced, which resolved the issue. If additional information is received, a follow up report will be sent.